Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the field service engineer (fse) during the site visit on (B)(6) 2025 she had learned that the system faulted on (B)(6) 2025 during use, so she decided to call in the issue when it happened again on (B)(6) 2025. This complaint is being created to capture the reoccurrence of the issue on (B)(6) 2025 mentioned in the initial complaint. The customer also contacted a technical support engineer (tse) and reported that they had a couple errors during the case, so they disabled the arm and were continuing with the case. The customer was aware that table motion does not work with a disabled arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up but customer had no additional information. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 31199, 32097, 32096, 31226, 1126, 25730, 23098, 32114). The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test and failed pointing to clock spring, parallelogram and rolling loop. The probable root cause of the reported issue can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.